Manufacturer narrative:
The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices. The device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
The customer reported a sealing issue. Additional information received states the issue was with alarms, and an end tone indicating a completed seal was not heard. No patient injury occurred. Another device of the same type was used without issue with the same generator. New information received from the customer states that an error tone / re-grasp alarm occurred while using the equipment and no end tone could be heard. The ligasure used following worked in normal operation. There were no patient complications such as bleeding or tissue damage.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 one lf1737 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition of a seal issue was not conformed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.

Event description:
The customer reported sealing issue. No patient injury reported.